Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: · use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. · if the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. · the novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4)

Event description:
It was reported the physician performed a novasure endometrial ablation on (B)(6) 2018 and the physician received an unsuccessful cavity integrity assessment (cia) test. The physician suspected a perforation and aborted the procedure. The patient was sent to the hospital for observation. The patient's vital signs were stable. A dilatation and curettage (d&c) was performed prior to the attempted ablation. It is not known when this peroration occurred or what instrument may have been the case.